Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads had migrated and possibly fractured after a fall. Surgical intervention will be undertaken at a later date after she recovers from her knee replacement surgery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022was explanted and replaced. Therapy was restored postoperatively.